Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
A empty lifecare container 100 ml size that reportedly leaked water or air. Patient involvement is unknown but there was no patient harm/adverse event.

Manufacturer narrative:
Device received on 07/22/2025. Correction b5 section. Investigation summary: received two (2) used. List #079510471, empty lifecare container 100 ml size for inspection. As received the two (2) bags had a v-shaped puncture above the secondary port, typical of a needle strike. None of the ports were observed to be loose. No additional damage or anomalies were observed. The two (2) bags were leak tested, and leakage was observed on the two (2) bags from the v-shaped puncture. The complaint of leakage can be confirmed on two (2) sets. The probable cause is due to a needle entering too far into the empty lifecare container through the injection port and striking the inside of the container. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
There were 2 incidents reported.